Event description:
During the six-month postoperative follow-up visit, the patient reported experiencing leg pain. At the one-year postoperative follow-up visit, radiographic imaging revealed a partial cage collapse.

Manufacturer narrative:
The implant remains in situ. Radiographic imaging was provided which confirmed the event. Review of the device history record (DHR) confirms that implant met all dimensional and inspection requirements at the time of manufacture, with no nonconformance's identified. There is no evidence to suggest that manufacturing-related issues contributed to the reported complaint. Alphatec spine, inc. Is submitting this report in compliance with FDA regulations under 21 cfr 803. All relevant and available information was included to the best of our knowledge at the time of this submission. Any fields left blank reflect information that was not known or not provided.